Event description:
Note: the implant date is unk. The complainant has reported that a female pt (age unk) underwent a therapeutic procedure for placement of a polyflex esophageal stent in 2006. Approx 2 mos later, the pt underwent a planned endoscopic procedure for stent removal. During the removal of the stent, the physician could not get the stent past the ues (upper esophageal stricture). The procedure was aborted and rescheduled for later on the same day with another physician. During the subsequent procedure, after dilatation of the ues (upper esophageal stricture) the stent was removed without issue. The pt did not sustain any reported adverse effects due to the stent removal.

Manufacturer narrative:
Eval of the returned device has not been completed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.